Event description:
The bed was collected by the porters and set upon arrival at the cardio thoracic unit of the hospital. The bed was checked to see if it was fully inflated. The nurse noted that it was fully inflated at the top. The nurse examined the mattress and felt something like a wire. The nurse unzipped the mattress and pulled out an open stanley knife. The pt who was going onto the bed was intubated and sedated, and no harm was reported to have been caused.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(6) on behalf of the MFR arjohuntleigh, a branch of arjo ltd (B)(4). An investigation was undertaken and it was found that knives were used to lever open studs found inside the mattresses during cleaning, repairs or servicing work. It seems that due to an oversight the stanley knife was not removed from the mattress prior to its leaving the company premises. To ensure that a similar incident does not reoccur, it was agreed to prohibit the use of stanley knives in the 14 service centers nation-wide. Additional verbal instructions were given to the operators to take care when pulling the studs apart to prevent damage. This was communicated via a memorandum to all the departments in the company. Also, as an additional precaution a service bulletin (B)(4) has been issued that provides instructions to all the arjohuntleigh service centers to prohibit the use of knives and to use alternative safer tools. A review of the past 12 months found no previous trending info to be available in regards to this type of incident.